Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4968-25 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported atrial undersensing was observed on the electrocardiogram. It was further reported that atrial sensitivity reprogramming had been performed due to far field r-wave (ffrw) on the ventricular electrogram. The lead remains in use. No patient complications have been reported as a result of this event.